Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time.  The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is six of seven reports (3007042319-2015-01830, 3007042319-2015-01831, 3007042319-2015-01832, 3007042319-2016-00554, 3007042319-2016-00558, 3007042319-2016-00559 and 3007042319-2016-00560) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient recognized switching problems beginning (B)(6). The reaction of the patient was disconnecting the batteries and then reconnecting. The patient was shopping on the when she recognized that the pump was not running any longer. The display of the controller was dark, no leds from the battery status lights. The controller was switched off. After 10 seconds, the system automatically restarted. The batteries had not been disconnected and then reconnected. The controller and six batteries were replaced. The patient tolerated the controller exchange well and is now home, and doing fine. No further information available at this time. Investigation is still in progress.